Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). The customer reset the pump on their own. The same malfunction code did not recur after resetting, and they were instructed to continue using the pump and to call back if any malfunction code recurred.